Manufacturer narrative:
The reported issue was confirmed - cause unknown. Received 1 hubless silicone flat drain in opened packaging. Verified material number 0070370 and batch number ngkn1621. Visual inspection noted white substance on the tube. Wound drain filled with water and methylene blue solution (3 drops 1% methylene blue per 100ml distilled water) using in-house doval. Drained with no difficulty. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a white, flaky substance was adhering to the wound drain tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a white flaky substance was adhering to the wound drain tube.